Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, a shaft break occurred. The pci attempted to treat the 75% stenosed and tortuous target lesion located in the ostium of the left main artery and proximal left anterior descending (lad) artery. During the procedure a shaft break occurred. Both pieces of the catheter were successfully removed, leaving nothing behind in the patient. The procedure was completed with another device. The patient condition was reported as "stable".

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, a shaft break occurred. The pci attempted to treat the 75% stenosed and tortuous target lesion located in the ostium of the left main artery and proximal left anterior descending (lad) artery. During the procedure a shaft break occurred. Both pieces of the catheter were successfully removed, leaving nothing behind in the patient. The procedure was completed with another device. The patient condition was reported as "stable".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 23.3 cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).